Event description:
The programmer was returned due to being dropped and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the unit was not working as required, the device produced an error at boot up and therefore the broken standoff was replaced and the link electronic module board was re-secured to the media processing unit board. It was additionally noted that the latch tab was broken off the cord door, there was missing paint on the cases and they were scratched up, there was missing paint on the bezel, there was a bent latch on the media bay door and the stylus cord insulation was damaged (however it was additionally noted that the stylus was functional). The power cord bay, upper and lower cases, bezel overlay assembly, media bay door and stylus were all replaced and additionally the bezel overlay assembly was calibrated. (B)(4).